Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis by reviewing shock log of the detector. The shock log confirmed that the detector was dropped. Customer claimed that the image quality was not affected after the drop. Calibration steps were provided to the customer as a preventive maintenance. The device remains at the customer site and is in clinical use with full functionality.

Event description:
It was reported that the detector was dropped and damaged. The usage of device is unknown, and there was no harm to patient or user reported.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00051 (5017677): 1. Contact office: changed from (B)(6). 2. Date received by mfg: changed from "blank" to "07/02/2024."